Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the impactor handle came off from the trial cup easily during impacting the impactor handle with a hammer to fix the trial cup to the acetabular. The window trial remained in the acetabular, so the surgeon assembled the window trial and the impactor handle again, then the trail cup was removed from the acetabular. 48mm cup was assembled with the impactor handle and impacted the impactor handle with the hummer, then the 48mm cup was came off from the impactor handle. The surgeon tried to impact and fix the 48mm cup to the acetabular again (impacted twice with the hammer), but the cup came off. So, spare impactor was used for impacting the 48mm cup, and the cup was fixed to the acetabular. After the medical procedure, damages were confirmed at the threads of the impactor handle and the trial cup.

Manufacturer narrative:
An event regarding universal impactor/positioner and a trident window trial not assembling was reported. The event was confirmed. Method & results: -device evaluation and results: - visual inspection noted damage to the threads. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock. -complaint history review: there have been no other events for the lot referenced. Conclusions: the event was confirmed as thread damage was noted in the visual inspection which prohibits assembly of the devices.

Event description:
It was reported that the impactor handle came off from the trial cup easily during impacting the impactor handle with a hammer to fix the trial cup to the acetabular. The window trial remained in the acetabular, so the surgeon assembled the window trial and the impactor handle again, then the trail cup was removed from the acetabular. 48mm cup was assembled with the impactor handle and impacted the impactor handle with the hummer, then the 48mm cup was came off from the impactor handle. The surgeon tried to impact and fix the 48mm cup to the acetabular again (impacted twice with the hammer), but the cup came off. So, spare impactor was used for impacting the 48mm cup, and the cup was fixed to the acetabular. After the medical procedure, damages were confirmed at the threads of the impactor handle and the trial cup.